Manufacturer narrative:
(B) (4). Results and conclusion summation - product performance engineering reviewed the incident. Balloon ruptures can be affected by damage during manufacturing, materials, mechanical damage, handling of the product during use, interaction with associative devices, patient anatomy, lesion calcification and tortuosity, excessive applied pressure, or insufficient preparation prior to use. The lesion was 99% stenosed with mild tortuosity and mild calcification, which likely contributed to the difficulties experienced. Possibly the balloon material was damaged during interactions with the stent, other devices, or the patient anatomy, such that the balloon ruptured. A conclusive cause for the reported balloon rupture could not be determined.

Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the procedure was being performed on an ami patient. During the first pre-dilatation with the voyager, the balloon ruptured at 8 atms. It was replaced with another voyager, and the procedure was completed with the deployment of a stent. No additional event or patient information is available.